Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The contact did not think the blood glucose (bg) level was impacted during the past occlusions and currently it was 200 mg/dl. A cause of the past occlusions could not be determined and as the customer had changed the supplies after the current occlusion, a pump system check could not be performed to determine a possible cause of the current occlusion.